Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Additionally, a cause for the patient effect of death could not be determined. Death is listed in the instructions for use (IFU) as a potential complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: dates estimated UDI is unknown due to the part/lot number was not provided. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: article title-assessment of biventricular function by three-dimensional speckle-tracking echocardiography in secondary mitral regurgitation after repair with the mitraclip system.

Event description:
This event was captured based on literature review which reports death. It was reported through a research article identifying the mitraclip device which may be related to patient death. Details are listed in the attached article titled, assessment of biventricular function by three-dimensional speckle-tracking echocardiography in secondary mitral regurgitation after repair with the mitraclip system. No additional information was provided.